Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The iab was retuned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing approximately 0.3cm from the y-fitting. The optical fiber was found to broken at the kinked location. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer was unable to calibrate the fiber optic manually. The getinge representative walked the customer through steps to transduce the central lumen via transducer. This worked and they were able to continue pumping with an aline tracing and bp. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer was unable to calibrate the fiber optic manually. The getinge representative walked the customer through steps to transduce the central lumen via transducer. This worked and they were able to continue pumping with an aline tracing and bp. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer was unable to calibrate the fiber optic manually. The getinge representative walked the customer through steps to transduce the central lumen via transducer. This worked and they were able to continue pumping with an aline tracing and bp. There was no reported injury to the patient.